Manufacturer narrative:
Patient information not provided/unknown. Event date not provided/unknown.

Event description:
It was reported that the driver (impdtl) would not retain the implant. The surgery was completed with another instrument.

Manufacturer narrative:
One certain® driver tip was returned for inspection. A visual inspection revealed signs of use consistent with use. The o-ring was missing from the hex tip. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: no-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. The product was functionally tested. It was confirmed that the driver no longer holds mating implants, as the o-ring was not replaced. The complaint is confirmed. The root cause for the reported event is related to customer error failing to replace the device o-ring. Certain® internal connection tapered implants cannot be properly retained by these driver tips without a functional o-ring. Use of this device in this manner is considered misuse. (B)(4).